Event description:
It was reported that the patient went into septic shock following implant of leads in (B)(6) last year. This led to the long wait before stimulator was implanted. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported: the patient had a urinary tract infection (uti) that led to sepsis and extended hospitalization from a foley catheter not his deep brain stimulation (dbs).

Manufacturer narrative:
Product ID: 37642, lot#, serial# (B)(4), implanted, explanted, product type: programmer, patient product ID: 37085-60, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted, product type: extension, product ID: 3389s-40, lot# v297527, serial#, implanted: 2011 (B)(6), explanted: product type: lead (B)(4).

Manufacturer narrative:
(B)(4)